Event description:
Lead product analysis was approved and reviewed and confirmed allegations of lead fracture, as well as abraded openings - fluid leaks in the outer tubing. During the resistance measurement, impedance was seen to be low on the quadfilar coil indicated a potential coil break. The connector ring quadfilar coil appeared to be wound together and broken. The area was mechanically damaged which prevented identification of the coil fracture type; with pitting and residual material on three of the broken coil strands. Pitting and residual material were observed on the coil surface. Scanning electromagnetic imaging revealed a coil break in three areas of the coil strands which were mechanically damaged and prevented identifications of the fracture type. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage, residual material and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. During visual analysis, several abraded openings were observed on the outer silicone tubing. The lead appears to be twisted in some areas and these findings are consistent with the patient manipulation/rotation of the device while it was implanted. The abraded openings found in the outer silicone tubing, which most likely provide the leakage path for the dried remnants of what appeared to have once been body fluids in the outer silicone tubing. Setscrew marks were found on the lead connector pin which provider evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations of lead fracture and abraded openings. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. With the exception of the observed discontinuity, twisted appearance and abraded openings the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Event description:
Information was received that the patient's generator and lead were replaced. The lead was replaced due to high impedance, and it was stated that the surgeon observed that on the deep inside corner of the generator pocket, the old lead had been severely twisted up. The lead's insulation was broken and the wire was exposed. The generator was replaced due to prophylactic reason. The patient's explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
The patient's explanted generator and lead were received into analysis. Generator analysis was approved and reviewed. Proper functionality of the generator in its ability to provide the appropriate programmed output currents was tested and verified in product analysis (pa) lab. The device output signal was monitored for more than 24 hours in a simulated body temperature environment. The generator showed no signs of variation in the output signal and demonstrated that the deice provided expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrated appropriate magnet output for the programmed settings. The generator diagnostics were as expected for the programmed settings. Comprehensive automated electrical evaluation showed the generator performed according to functional specifications. There were no other performance or any other type of adverse conditions found with the generator. Lead analysis has not been completed and approved to date. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes for a patient's replacement that the patient could not feel her vns was working and that she could not feel the stimulation and had a seizure. The device was checked and the vns was showing high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.